Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The occlusion was found in the infusion set tubing. Blood glucose was 195 mg/dl. Reportedly, customer was using apidra insulin. Per the user guide, insulin was not labeled for use with the pump.